Event description:
It was reported that a patient would undergo generator revision surgery due to end of service of the generator. The generator was explanted and replaced. The explanted generator was returned to the manufacturer for product analysis. Product analysis was completed and an issue was identified. During product analysis, the supply current tests did not meet functional specifications. These measurements demonstrate an increased current consumption for the device, potentially contributing to a premature end of life condition. The increased current consumption was isolated to a leaky capacitor (c6). With the capacitor substitution for c6, the pulse generator module performed according to functional specifications. The most probable root cause for the out-of-specification supply current 1ma condition was identified to be a leaky capacitor, c6. However, results of the longevity prediction confirm that the end of service (eos) condition was an expected event; a battery life estimation resulted in -0.57 years remaining before the eri flag would be set. As a result, the extent to which the c6 capacitor may have contributed to the end of service (eos) condition cannot be determined. The device history record for the generator was reviewed. The generator passed all electrical tests and quality inspections prior to shipment.